Event description:
Kimberly-clark received a report from (B)(6), stating the blue pilot balloon detaches from the microcuff endotracheal tube and the cuff losses pressure. Upon intubation, the pilot balloon on the first and the second device detached. On the third intubation attempt the patient was reintubated using another device. No additional information was provided in regards to the patient's status. This is the second of two reports for the same patient involving two separate products during the same procedure. Refer to report 9611594-2014-00125 for the first report.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4). Device not returned by customer.